Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient¿s therapy was surging. The representative was trying to reorient the device to correct the issue and set up adaptive stimulation. It was noted that the issue had been ongoing since implant. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the system was checked and reprogrammed and the patient was doing very well. The cause of the surging was possibly positional change and it had been resolved as the patient was on adaptive stimulation.